Event description:
During a pvi / pfa procedure, a tip fracture occurred. The physician experienced a difficult patient venous anatomy with a tortuous ivc. It took a long time to obtain venous access and getting the catheters into the heart was difficult. The procedure was completed without any consequence to the patient. Upon removal of the viewflex catheter, the tip was noted to be broken.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.